Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ 9050 system false positive results were acquired. There was no patient impact reported. The following information was provided by the initial reporter, translated from (B)(6): "client reports that the team is throwing false positives."

Manufacturer narrative:
Investigation summary: a failure was reported on a bd bactec 9050 (p/n 445800, s/n (B)(6)). Customer reported false positive issues on their instrument. A field service engineer (fse) was dispatched and proceeded to clean the instrument. The root cause was unable to be determined, but attributable cause is dirt on the detector card. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues.

Event description:
It was reported that while using bd bactec¿ 9050 system false positive results were acquired. There was no patient impact reported. The following information was provided by the initial reporter, translated from spanish to english: "client reports that the team is throwing false positives."